Event description:
One patient with this issue. Inserted arterial line into radial artery. Got blood flash back. Inserted guidewire and advanced sheath. Felt resistance. Retracted. After retracted a lump was noted under the skin. Catheter had half of sheath missing. Half of sheath remained under the skin. Surgeon was notified.